Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00391. The hospital disposed of the device.

Event description:
It was reported that a "failure of installation" occurred with two ruby coils. There was no report of an adverse effect to the patient. Please note that the manufacturer has requested additional information regarding the event; however, no additional information has been obtained since the event occurred in 2015.